Manufacturer narrative:
The cse repaired the power supply harness cable to continue troubleshooting to identify if other components had failed. The cse returned to the customer site, ran a system check and crqc testing to ensure proper chrome delivery and management by the system. The direct current power supply was replaced with a refurbished one and a new power supply was ordered for replacement. Upon instrument startup, all temperatures reported an error state. The cuvette printed circuit board was replaced, after which all errors cleared except for the homogenous module (hm) temperatures. The cse returned to the customer site and replaced the refurbished power supply with a new one and replaced the defective hm heater printed circuit board. All temperatures were checked and calibrated. The cause of the smoke emitted was due to a damaged power supply cable harness. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) was at the customer site to install a new dimension exl 200 instrument. When the instrument was initially powered up, the analyzer powered on but some modules were not functioning. The errors encountered upon start up by the cse were caused by no 24 volts to the instrument. The cse checked the voltage- and no 24 volts were observed. The cse removed the instrument's panels to further investigate, when the direct current power supply cable harness shorted, sparked and smoked. The cse saw that the cable's insulation was worn and exposed and the cable was flattened in the area where the panels meet. The instrument was powered down. There were no reports of adverse health consequences due to the smoke emitted from the instrument.